Event description:
Unomedical reference number (B)(6). Event occurred in (B)(6). It was reported that, the patient experienced seven kinked cannula issues and events were occured on various dates 12-apr-2024, 19-apr-2024, 25-apr-2024, 29-apr-2024, 30-apr-2024, 05-may-2024, 11-may-2024. The symptoms were noticed within 3 hours of insertion. The infusion set was in use for a few hours. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR - device 3 of 7.